Event description:
Rptr alleged obtaining a discrepant blood glucose result of 178mg/dl back to back with a result of 82mg/dl on the compact plus sys when testing was performed less than 10 mins apart. Rptr indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.